Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 30seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).